Event description:
It was reported that a cartridge change error occurred with the pump, which was not available for troubleshooting. There was no adverse impact to the customer's blood glucose level. The patient was advised to call back when they were available, but no additional information regarding the outcome of the event was provided.